Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient fell and was admitted to intensive care. When the manufacturer representative (rep) arrived, he could not connect to the implantable neurostimulator (ins); 3 different clinician programmers 8840s were used. The rep noted that the patient has had an eri on a previous date but did not know any details about it. It is unknown if the patient experienced any return of symptoms. Additional information has been requested regarding the cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.